Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp and corrected the issue as mentioned in the initial emdr, reported that the iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, when the cardiosave intra-aortic balloon pump was plugged into ac, the iabp would detect power; however, the iabp would not charge the batteries. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that there was one (1) similar complaint that was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep-2019 through aug-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the unit and determined that the unit was not seated properly. The fse re-seated the iabp and this resolved the issue. The fse explained proper seating of the unit with the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump was plugged into ac power however, the battery would not charge. It is unknown the circumstances in which the event occurred. There was no patient harm or adverse event reported.